Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by surgeon.

Event description:
Star taa procedure performed more than 10 years ago, in (B)(6). Exact date, facility or surgeon unknown. Patient was revised. Poly exchange, excised bone spurs, subtalar debridement, bone graft of cysts.